Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the front panel was damaged, the video connector latch was broken off, and input and output on the monitor were bad due to faulty compound media (cm) board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the visera elite video system center had bad input and output connection issues on the monitor as image was being interrupted and video was unable to be recorded. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Sections e2, e3, g2, h3, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturers investigation, it is likely the image was interrupted due to a malfunction with the monitor input/output due to the failure of the printed circuit board. However, the cause of the board failure could not be identified. Olympus will continue to monitor field performance for this device.